Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a xen®45 gts event described as "implant tip broken due to poor slider operation" during implantation in right eye. The device touched the patient. No eye injury reported. Surgery completed with a backup device.